Event description:
Report from (B)(6) stating that the device was heating up. The device was not used in surgery. There was no patient injuries. It is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem was not confirmed. However, the unit was observed to have seepage around the locking lever due to worn/dried out o-rings and seals. This condition is likely due to normal wear from lack of maintenance over time. If additional information is received, a supplemental report will be sent. (B)(4).